Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, an inappropriate rate response was observed. The device was reprogrammed. The patient will continue to be monitored normally.